Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +9.8%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuracy was not verified. The event log did not show the error. The log does show two 10 milliliter and one 20 milliliter bolus was delivered. Use testing was performed. No actions were taken at this time. The problem source is unknown.